Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/05/2016 with the following findings: review of the pump¿s black box revealed the multiple related call service alarms. An intermittent condition was found to the continuous glucose module due a cold solder connection issue at a printed circuit board pin.

Event description:
The device was returned and evaluated by product analysis on 10/05/2016 with the following findings: review of the pump¿s black box revealed the multiple related call service alarms. The call service alarm was duplicated during complaint was duplicated during investigation. An intermittent condition was found to the continuous glucose module due a cold solder connection issue at a printed circuit board pin.